Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected ¿0.5ml into the right medial cheek, and 0.5 ml into the left medial cheek with juvéderm® ultra plus xc. The patient was also injected with botox® cosmetic ¿on the right side 10 units into the crows feet, 8 units to the right corrigator (4 medial and 4 lateral), about 10 units into the frontalis. Hcp states she injected 30 units total on the right side, and 30 units total on the left side¿. The next day post injections, patient experienced, ¿significant swelling around their right eye¿. The next day, hcp reached out to the patient and ¿patient said they couldn¿t see¿. Hcp advised the patient to see an optometrist and the hcp prescribed the patient steroids. Patient declined seeing an optometrist, and they just apply ice to their right eye. Hcp spoke to the patient again four days later and the patient said their right eye is getting better. Patient sent pictures of their right eye and the eye is still swollen. Hcp reported patient can¿t see out of their right eye because their upper eyelid is covering their eye and their lower eyelid is swollen. Symptoms are ongoing.